Event description:
On (B)(6) 2011, a case manager (cm) reported that a patient was hospitalized for a high blood glucose (bg). The reporter claimed the patient was admitted to the hospital on the evening of (B)(6) 2011 for dka. The patient reported that on (B)(6) 2011 at 1:00 pm, he obtained an elevated bg of 16.1 mmol/l. In response to the high reading, the patient changed the infusion site. At 3:00 pm that afternoon, the patient stated his bg was 17.6 mmol/l and corrected per ezbg. Three hours later, the patient retested and obtained a result of 21.3 mmol/l. At that time, the patient reported that he went to the emergency room. In the hospital, the pump was left in place, but suspended, and the patient was treated with an insulin drip. The reporter stated the patient was discharged on (B)(6) 2011 when patient was hydrated and ketones were negative. On the evening of (B)(6) 2011, after being discharged from hospital, the patient claimed he obtained bg readings of 23, 26, and 27 mmol/l and then called emergency services. The patient stated that he was taken back to the hospital and re-admitted with dka. The patient reported that he was disconnected from the pump and was placed on an insulin drip. The patient was discharged on the evening of (B)(6) 2011 with a bg of 4.6 mmol/l. On the afternoon of (B)(6) 2011, the patient claimed his bg was back up to 20.2 mmol/l. The patient reported that he corrected per ezbg and his bg at the time of troubleshooting was 11.4 mmol/l. At the time of troubleshooting, the cm reported that she reviewed all pump settings (basal, bolus, date/time) and nothing unusual was found. The patient denied any site issues. The patient was unable to confirm if there was any air bubbles in the cartridge.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.